Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 212 mg/dl when paramedics arrived. Customer stated that she got release for the hospital and she change the infusion set, gave herself a bolus to correct for the high blood glucose, but she over bolused and passed out for low blood glucose and her husband called the paramedics to assist customer at home. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).